Event description:
Initial result for a pt pth was 44.55 pg/ml. When repeated on another instrument the result was 3721 pg/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.